Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing was performed and all results were within specification. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to monitor glucose and felt hypoglycemic, subsequently requiring treatment of fruit juice, candy, and banana provided by spouse. There was no report of death or permanent injury associated with this event.